Manufacturer narrative:
Hamilton medical ag ref. (B)(4)

Event description:
The following was reported to hamilton medical ag: "a c6 in cairns randomly turned off during ventilation and displayed technical event 244021. Device alarmed. The clinical staff swapped to another ventilator. No patient harm reported."

Manufacturer narrative:
Additional information / follow up: it was recommended to change the mainboard. The device has not been repaired yet. According to the hospital, they are currently experiencing staff shortages and are unable to fix the device. The defective part requested for investigation has not yet been received by hamilton medical ag. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag reference: (B)(4). Additional information: hamilton medical ag`s comes to the following conclusion: hospital biomedical engineers have confirmed that the mainboard has been replaced and the device successfully passed all service and functional tests. Upon inspection of the original mainboard, the hospital biomedical engineers identified a defective capacitor, which is likely to have caused the reported issue. Corrected/updated: h6 section imdrf codes updated/corrected.